Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: method of use-posology ¿ remove tip cap by pulling it straight off the syringe as shown in fig. 1. Then firmly push the needle provided in the box (fig. 2) into the syringe, screwing it gently clockwise. Twist once more until it is fully locked and has the needle cap in the position shown in fig. 3. If the needle cap is positioned as shown in fig. 4, it is incorrectly attached. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, as shown in fig. 5, and pulling the two hands in opposite directions. Inject slowly. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level.

Event description:
Healthcare professional reported during injection with juvéderm ultra¿ xc, the needle was released, losing product during the procedure. Healthcare professional additional reported ¿abrupt needle disconnection during the procedure, causing product loss.¿ injection site was in the ¿grooves.¿ packaged needle was used; this was the initial use of the syringe. Patient contact was made; confirmed no injuries occurred. Problem was noted to be in the luer lock. A 0.4ml was injected.

Event description:
Healthcare professional reported during injection with juvederm ultra xc, the needle was released, losing product during the procedure. Healthcare professional additional reported ¿abrupt needle disconnection during the procedure, causing product loss.¿ injection site was in the ¿grooves.¿ packaged needle was used; this was the initial use of the syringe. Patient contact was made; confirmed no injuries occurred. Problem was noted to be in the luer lock. 0.4ml was injected.

Manufacturer narrative:
Device analysis: no defect observed.